Event description:
Per independent repair center statement, unit has low o2 or yellow light. The key failure was because the hose clamp of the manifold was defective. Other issues were that the tie strap for the sieve beds were defective.